Manufacturer narrative:
B3: event date: the events occurred on (B)(6) 2025. E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from one of the ports. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured june 19, 2023 and june 20, 2023. H11: two (02) actual devices were received for evaluation. A visual inspection of the returned samples did not identify any abnormalities that could have contributed to leak. Functional testing was performed, and a leak was observed from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause of the condition could not be determined. However, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.